Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Trunk-ipsilateral leg (rlt261418j/15075272) and iliac extender components were deployed in the patient¿s right side, and two contralateral leg components were implanted in the left side. The patient tolerated the procedure. Later in follow-up studies, aneurysm diameter had decreased (exact aneurysm diameter was unknown). On (B)(6) 2018, a follow-up computed tomography (CT) revealed that aneurysm diameter had rapidly enlarged (exact amount of enlargement was unknown). Proximal type I endoleak and distal type I endoleak from the left side were suspected. It was reportedly unknown which of the contralateral leg components in the left side was alleged against the distal type I endoleak. On (B)(6) 2018, a reintervention was performed whereby an aortic extender component was implanted proximal to the trunk-ipsilateral leg component. Also, two contralateral leg components were implanted distally into the left external iliac artery. The endoleaks were resolved, and the patient tolerated the reintervention procedure.